Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise with an aborted shock. The lead was capped and replaced on 13 oct 2021. The patient was in stable condition.